Event description:
A peritoneal dialysis (pd) patient experienced bloated abdomen, discomfort , abdominal pain and cloudy effluent . Hospitalization was "required"; however, it was unknown if the patient was actually hospitalized. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information was provided because the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.